Manufacturer narrative:
Other applicable components are: product ID 3889, serial# unknown im planted: (B)(6) 2017. Product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient for an advance evaluation. It was reported that trial patient was having pain down their left leg when they turned stimulation up to void. And then, when they turned stimulation down after voiding, the pain goes away. Patient also reported having pelvic pain, and stated that it's happened before the evaluation however this was the first time during evaluation. No further complications were reported. Additional information was received from a health care professional (hcp) on june 30, 2017 reporting that the serial number of the external neurostimulator (ens) was not known by the health care professional (hcp). The patient needed to catheterize as they were in retention. No further complications were reported.